Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-04-19 h6: investigation summary customer returned (1) loose 1/2cc, 6mm syringe. Customer states that medication was not being fully injected during the application. The returned syringe was examined and no damage to the stopper or plunger rod was observed. The returned syringe was tested and was able to draw and expel properly without any observed defects. Customer states that there is a perception of hardness when aspirating the medication. The returned syringe was examined and no damage to the stopper or plunger rod was observed. The returned syringe was tested and was able to draw and expel properly without any observed defects. Customer states that the rubber of the tip of the plunger (the stopper) may be out of its proper measurement. The returned syringe was examined and no damage to the stopper was observed. The returned syringe was tested and was able to draw and expel properly without any observed defects. Customer states that the body of the syringe is reduced in its diameter. The returned syringe was tested to determine the outer diameter of the barrel (specs: 0.214¿-0.220¿). The outer diameter of the barrel was measured as 0.0217¿, which falls within specifications. A review of the device history record was completed for batch# 9350261. All inspections and challenges were performed per the applicable operations qc specifications. There was six (6) notification noted that did not pertain to the complaint. Root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h10

Event description:
It was reported that an unspecified bd syringe had difficult plunger movement during use. The following was reported by the initial reporter: "customer informs that went through the problem again, the alleged defective syringe has been kept for evaluation, no defect is apparent. Customer reports that it seems that either the body of the syringe is reduced in its diameter (unlikely), or the rubber of the tip of the plunger (the stopper) may be out of its proper measurement, leading to the perception of hardness when aspirating the medication and consequently not being fully injected during the application."

Manufacturer narrative:
Unknown manufacturer: (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Initial reporter phone #: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that an unspecified bd syringe had difficult plunger movement during use. The following was reported by the initial reporter: "customer informs that went through the problem again, the alleged defective syringe has been kept for evaluation, no defect is apparent. Customer reports that it seems that either the body of the syringe is reduced in its diameter (unlikely), or the rubber of the tip of the plunger (the stopper) may be out of its proper measurement, leading to the perception of hardness when aspirating the medication and consequently not being fully injected during the application."